Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during mfg. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient's paddle leads are eroding through the skin. The physician explanted two paddle leads but didn't implant anything. New leads will be implanted in the future once the pt has healed.